Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor and transmitter issues. Customer's blood glucose level was unknown at the time of incident. Troubleshooting found that the customer was recently in the hospital with diabetic ketoacidosis possible due to a kinked cannula. The call was disconnected and troubleshooting was unable to be performed. No further details given.